Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a side port broken issue occurred. The irrigation valve on the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath - small had broken off the sheath. It was unknown how or when the damage occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The caller noted that they could not find the missing valve. The procedure continued. Additional information was received clarifying that the side port was broken off. It was totally cracked off of the 3 way valve on one side. The sheath was not used on a patient. No patient consequence.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The irrigation valve on the side port of the carto vizigo¿ 8.5f bi-directional guiding sheath - small had broken off the sheath. It was unknown how or when the damage occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was replaced and the issue resolved. The caller noted that they could not find the missing valve. The procedure continued. Additional information was received clarifying that the side port was broken off. It was totally cracked off of the 3 way valve on one side. The sheath was not used on a patient. No patient consequence. The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed that the 3-way valve was found broken. For this reason, a manufacturing meeting was performed, and the investigation result determined that the issue was not related to the manufacturing process since evidence of a good manufacturing process was found. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).